Event description:
It is reported that the nail cap would not engage the inner threads of the nail. A different nail cap was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.